Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported difficult remove the device from the anatomy appears to be related to procedural circumstance due to the difficulty with visualization. The tissue damage was due to procedural condition of the clip caught on chordae. Tissue damage is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitra clip device is filed under separate medwatch report number.

Event description:
This is filed to report caught in chordae and tissue damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. An ntw clip (00330u137) was inserted and the leaflets were attempted to be grasped. It was noted during the procedure, visibility was very poor. While attempting to grasp, the clip became caught in the chordae. Troubleshooting was performed and the clip was able to remove from the chordae. However, it was noticed that a chordal rupture had occurred, which resulted in a flail. Due to the flail, the physician removed the ntw clip and replaced it with an xtw clip (00717u131). Grasping was attempted, but the clip became caught in the chordae. Troubleshooting was performed and the clip was successfully removed from the chordae. However, a chordal rupture occurred again. The physician decided to remove the clip and transfer the patient to surgery. Mitral valve replacement was then successfully performed. There was no clinically significant delay in the procedure. No additional information was provided.